Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen causing inappropriate nst detections since (B)(6) 2025. The pacing impedance reported <200 ohms on (B)(6) 2025. Otherwise, the pacing impedance has trended normally around 450 ohms. The short rv interval counter began incrementing (B)(6) 2025. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.